Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer experienced nausea and ketones which were identified as dangerous by a healthcare provider. The customer addressed their bg with a manual injection. The customer continued to use the pump for insulin therapy.